Manufacturer narrative:
Results: the pusher assembly was kinked approximately 133.0 and 138.0 cm from the proximal end. The embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned device revealed the pusher assembly was kinked near the proximal end of the introducer sheath. This damage likely occurred due to forceful advancement against resistance. During functional testing, the pusher assembly kinks caused resistance when advancing the smart coil through its introducer sheath and demonstration microcatheter; however, the smart coil was eventually able to advance completely through the microcatheter. The root cause of the initial resistance experienced during the procedure could not be determined. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left and right vertebral artery (va) using penumbra smart coils (smart coils). During the procedure, the physician deployed and detached six smart coils in the target vessel using a non-penumbra microcatheter. While attempting to advance and new smart coil through the microcatheter, the physician experienced resistance when passing over the hub of the microcatheter and subsequently, the smart coil became stuck; therefore, it was removed. The procedure was completed using two additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.